Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2018 at 8:30pm, with blood glucose of 455 mg/dl, 400 mg/dl. It was also reported that the insulin pump was not working. The current blood glucose is 353 mg/dl. The customer treated their high blood glucose with manual shifts and insulin pump. The customer was wearing insulin pump during hospitalization. The insulin pump passed the high pressure test. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.